Manufacturer narrative:
This is a single use electrode. The electrode was discarded by the facility and therefore, could not be evaluated.

Event description:
Allegedly per the customer, during a urology procedure, the electrode broke off inside the patient. The broken part of the electrode was safely removed with no harm to the patient. The electrode was replaced and the procedure completed.